Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 400 mg/dl - high. Cause was not known. A correction bolus was delivered and pump supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.